Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to customer's blood glucose level. Reportedly, the customer did not have backup therapy and would contact their healthcare provider to obtain alternate insulin therapy.